Event description:
According to the facility, the rn opened the box and used the masks. The rn had an allergic reaction which required her to use an epipen.

Manufacturer narrative:
According to the facility, the rn opened the box and used the masks. The rn had an allergic reaction which required her to use an epipen. There was no further information. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.